Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, batt out limit or failed batt test alarms during testing. However, unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump had diminished battery q2-3 weeks. The customer¿s blood glucose level was unknown at the time of the incident. Customer believe that the insulin pump was not delivering insulin properly as blood sugars are very erratic. The device will not be returned for analysis.